Manufacturer narrative:
W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications

Manufacturer narrative:
H6: conclusions code - revised code from 67 to 22. Other devices associated with event: pxl161407, lot 9098003, UDI: (B)(4). Pxc141400, lot 9788728, UDI: (B)(4).

Manufacturer narrative:
H1: type of reportable event - corrected from other to serious injury.

Event description:
The patient was reported to have been implanted with a gore® excluder® aaa endoprosthesis on (B)(6) 2012. On (B)(6) 2019, a possible proximal type I endoleak with aneurysm enlargement was reported. The physician plans a reintervention to reline with aortic cuffs and links.